Event description:
Caller reported a malfunction on the pump, identified by the code malf 16- 0x20e6. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced, as documented in case (B)(4).